Event description:
The hospital staff placed the headring on the patient and did a CT scan. In the placement and scan there seemed to be no problems. In the operating room, when the patient was mounted on the operating couch one of the staff found a piece of the hrs on the floor. They then checked the system and found that one of the head ring screws was broken. The hospital had an additional screw and were able to proceed with the case.